Event description:
The device was used during an unspecified procedure. Reportedly, the trocar did not retract properly. The surgeon applied another device. The hosp has reported that no pt injury occurred.